Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that while mapping the right atrium (ra) using a pentaray, blood-pressure decreased and tamponade was confirmed. Timing was about 2.5 hours after the procedure was initiated. During pulmonary vein isolation (pvi) left atrium (la) mapping cavotricuspid isthmus (cti) ablation ra mapping in progress. The procedure was completed with drainage. The procedure was completed without patient consequence. Description of health problems was indicated as cardiac tamponade. Method of contact force (cf) monitoring was dashboard. Additional filter used in visitag was fti. The physician's comment regarding the relationship between the event and the product was that it was unclear what the cause of the tamponade is. There were no abnormalities observed prior to and during use of the product. Generator information is a -smartablate generator, model: m4900207, serial number: (B)(6). Transseptal puncture was performed with rf needle. No evidence of steam pop. The event occurred during the ablation phase. Irrigated catheter was used in the event, the flow setting was pre rf time: 0sec, post rf time: 5 sec. Correct catheter settings were selected on the generator. No malfunction of the pump switching was observed. No error message observed.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6) additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31002533l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).